Event description:
During the implanting of a supracondylar nail, the surgeon torqued the head off of the proximal most screw, the 4.5mm solid cortical bone screw. The head of the screw came out with the screw-driver shank. The screw shaft is in the proper position to lock the nail and remains in the pt.